Event description:
Additonal information was received from the rep and it was stated that the generator was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: complaint not confirmed: upon receiving the device, the device had dried blood in the suction tube and eschar buildup in the suction collet. It was observed upon receiving the device, the heat shrink was torn on both sides of the blade but still intact. After the device was decontaminated, it was observed the coating had excessive wear and tear on the blade. Some areas on both sides of the blade could be seen with no coating from the usage of the device. The blade was soaked so the eschar buildup on the blade could be decontaminated correctly. Upon wiping the eschar with a lint free towel, the coating flaked, and the heat shrink also confirmed the heat shrink component was not assembled properly. Observing the heat shrink, it was assembled too high over the shoulders defined. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the handpiece heat sync was coming on during a case. The doctor kept using it and was able to finish the case, but wanted to make a complaint. It was further clarified that the handpiece heat sync was coming on during a case. The coating was coming off the handpiece during the case, no indication of the handpiece overheating was mentioned or observed. There was no impact to patient outcome.